Event description:
User site reported that the tip of the (B)(4) needle 200mm, 17 gauge, trocar point was found to be missing when they were cleaning the part after use. The needle issued in conjunction with a prostate template for a brachytherapy treatment. Investigation into the cause of the tip detachment is ongoing at this time and the needle has been returned to the original MFR for eval. There was no injury to the pt. The pt was treated as prescribed and there was no indication of a needle problem during the pt treatment. The user site performed an x-ray on the pt and did not find the needle tip inside. The source guide tubes which connect the afterloader to the needle were inspected by the user site and found to be free of body fluid. The user confirmed all source guide tubes are clean and free of any contamination. It is believed the needle tip came off due to rough handling during disassembly of the needle from the template or during the cleaning process.

Manufacturer narrative:
This issue remains under investigation. The affected part has been returned to the original MFR for root cause analysis. At this time, there is no indication that part had any defect.